Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan on july 16, 2007 and alleged that his one touch ultra meter was reverting to the setup mode. The patient reported that the alleged issue first occurred in 2007. He had initially called about the meter the day before regarding the meter not powering on. It was discovered that he had not replaced the battery in the meter per the owner's manual. Therefore, the next day, after he removed/replaced the battery, the alleged issue of meter reverting to the set up mode occurred immediately. The patient also reported that he was experiencing frequent urination (not known when the symptom started) and took his usual dose (45 units of novolin 70/30) of diabetes medication (regimen not provided). He was also tested on his sister's one touch ultra2 meter with a result of 190 mg/dl. It is not known when this test was performed. This complaint is reported because the patient allegedly was not able to test his blood glucose and at one point had symptoms of hyperglycemia. The alleged issue was not resolved with troubleshooting.